Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes for the reported failure include dressings left in place beyond the prescribed use. A review of the associated batch manufacturing records could not be carried out no batch/lot number has been provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found further instances of the reported event in the past years. A clinical investigation concluded: during the studying it was reported that the patient developed a surgical infection. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
*Literature case* "prophylactic use of negative pressure wound therapy reduces surgical site infections in elective colorectal surgery: a prospective cohort study.". Authors: pedro abadía, juan ocaña, diego ramos, juan d. Pina, irene moreno, juan c. García, gloria rodríguez, estela tobaruela, and javier die, from surgical infections 2020, . The authors of the study reported that one patient suffers a surgical site infection that was treated as follows if ssi was diagnosed before the seventh day, the dressing was removed and standard management of ssi was initiated.